Manufacturer narrative:
Conclusion the complaint cannot be verified, the head set meets product specifications. Result we received three used samples for investigation. The investigation of the production documents did not show any deviations related to the complaint reason. Up to now there are no other complaints regarding this batch." For information: the specification of the self-adhesive was not change for several years. The specification includes that the used medical grade adhesive is formulated for sustained contact with the human skin. It has been tested for hypoallergenic properties and found to be non- sensitizing. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported the infusion set of the infusion device is causing an allergic reaction on her skin. Patient stated she thinks the adhesive has changed because she has always used this type of infusion set and the issue began in december, but she was not treated for it until (B)(6) 2013. Patient reported it appeared the infusion sets were more sticky than usual and were harder to get off. Patient stated after she would remove them, the infusion site would become very itchy and then she would develop red dots on her skin and sometimes bruising. Patient reported the rash would sometimes go away but recently it had not so she went to the dermatologist and was prescribed an ointment to treat the rash. Patient stated the dermatologist stated it was either the adhesive or the patient had developed an allergy to the adhesive. Advised patient to change the infusion site every 2 days. Patient reported the issue occurs most of the time, but not with every headset. Patient stated she does have scar tissue and bruising, but no hair in the area. Patient declined to try a different infusion set. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.